Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 128 mg/dl, 35 mg/dl, 25 mg/dl, and 86 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot 0810144 was returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.

Event description:
It was reported that during a acromioplasty surgery, the aggressive cutter broke in the pt shoulder joint. It was further reported that the broken part hasn't been found and an x-ray is going to be scheduled.